Manufacturer narrative:
Though requested, additional patient information was not provided.

Event description:
Reportedly, during patient use, while ventilating in simv mode, the ventilator changed to spontaneous mode. The patient was sedated a t the time and had no spontaneous respirations. The patient was manually ventilated and transferred to another ventilator. There were no adverse patient effects reported.